Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced dizziness and was admitted to the emergency room. An electrocardiogram revealed intermittent loss of capture on the right ventricular (rv) lead. The capture thresholds were set to 3.5v but rose to 5.0v. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specification.